Event description:
Air was drawn in the product when using a high pressure injector.

Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event may was caused by air getting due to air remaining in such as the tube before using the product, or due to the product being used with an incomplete mating condition, but the detailed cause could not be identified.